Event description:
We received an allegation about questionable high results for 1 patient sample tested with elecsys anti-hbc igm on a cobas e801 analytical unit and not correlating to elecsys anti-hbc total result. The sample was initially tested twice at the same time. The initial results were 4.45 coi and 4.469 coi and they were interpreted as positive. The customer always tests for anti-hbc total when initially testing for anti-hbc igm. Anti-hbc total result: negative. The sample was then repeated resulting in an anti-hbc igm value of 1.93 coi. The negative result of anti-hbc total was deemed to be correct and reported to the physician.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). The sample was requested for investigation on 07-feb-2025. The field service engineer (fse) checked the instrument and found no visual issue. The system was due for preventive maintenance. He performed preventive maintenance. The customer repeated the same sample and obtained the same results. The customer also mentioned that the issue started with the new lot of the reagent pack. Precision studies were performed and they were within specifications. The customer performed qc and it was within the ranges. The investigation is ongoing.

Manufacturer narrative:
Based on calibration and qc data, the reagent performs within specifications. Two samples (sample 1 and sample 2) were received for investigation on 27-feb-2025. No information was provided on whether sample 1 and sample 2 were aliquots from the same patient or different patients, and/or if it is the sample in question. The investigation confirmed the elecsys anti-hbc igm reactive results obtained by the customer using 2 different elecsys anti-hbc igm lot numbers on cobas e601 and cobas e801. Sample 1: the addition of anti-label interference-eliminating substances to elecsys anti-hbc igm turned the result from initially reactive to non-reactive. The elecsys anti-hbc igm reactive result was considered false reactive. Sample 2: there was no hint of the presence of anti-label interferences. The investigation did not identify a product problem. The root cause was due to sample-specific interferences.